Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use.

Event description:
During the af procedure, an sl1 was inserted and a brk needle was inserted into that. The brk was getting ¿stuck¿ in the distal portion of the sl1 sheath. A new sl1 sheath was inserted, and using the same brk needle transseptal access was gained with no adverse patient consequences. The stylet was used and the needle was reshaped.